Event description:
On (B)(6)2009, the pt was implanted with a scs system. On (B)(6)2010, it was reported that the pt lost stimulation on the right lead. The sales rep has tried reprogramming the pt on several occasions to try and recapture the stimulation. The pt cannot feel the stimulation even when increased to the maximum amplitude. X-rays were taken and no anomalies were noted. The lead will be explanted and replaced.

Manufacturer narrative:
Eval - device history and sterilization records were reviewed. Results: -the device history and sterilization records reviewed were found to meet specs and no anomalies were found. Conclusion: -the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. Ans has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Ans defers to the pt's physician regarding medical history.